Manufacturer narrative:
Manufacture narrative: the reason for this instrument failure was reported as drill guide broke off into the baseplate. The possible time in service of the main contributor of this complaint is 9 years and 7 months from manufactured date. The healthcare professional indicated this event occurred during surgery, near the patient. No risk or adverse event was reported by the surgeon. The surgery was completed as intended, with a five-minute delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The devices were returned to manufacturer and evaluated by registered medical assistant (RMA) djo surgical. A review of the instrument's device history records (DHR) revealed the instrument, when released for use, met design and manufacturing requirements. There were no non-conforming material reports (ncmr) associated with the production of the instruments that are related to the reported issue. Complaint database review shows twenty-six prior complaints filed against the instruments' item number that reports a similar failure. Those are - broke/cracked/damaged. No prior complaints report past instances of these instruments being affected by this failure. Review also shows no prior complaints against the instruments' lot number. The root cause of this complaint is likely attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. It is also a possibility that the drill guide was cross threaded into the baseplate which leads to breakage during torqueing. This is not an event associated with a product failure, malfunction or issue. There are no indications that this instrument has a systemic design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. RMA examination: the reported instrument was returned to djo and examination shows that the thumb screw of the drill guide broke off into the baseplate, confirming the complaint. This could be attributable to cross threading of the screws or prolonged use which surgical instruments are subjected to. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Manufacturer narrative: the reason for this instrument failure was reported as drill guide broke off into the baseplate. The possible time in service of the main contributor of this complaint is 9 years and 7 months from manufactured date. The healthcare professional indicated this event occurred during surgery, near the patient. No risk or adverse event was reported by the surgeon. The surgery was completed as intended, with a five-minute delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The devices were returned to manufacturer and evaluated by registered medical assistant (RMA) djo surgical. A review of the instrument's device history records (DHR) revealed the instrument, when released for use, met design and manufacturing requirements. There were no non-conforming material reports (ncmr) associated with the production of the instruments that are related to the reported issue. Complaint database review shows twenty-six prior complaints filed against the instruments' item number that reports a similar failure. Those are - broke/cracked/damaged. No prior complaints report past instances of these instruments being affected by this failure. Review also shows no prior complaints against the instruments' lot number. The root cause of this complaint is likely attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction or issue. There are no indications that this instrument has a systemic design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. RMA examination: the reported instrument was returned to djo and examination shows that the thumb screw of the drill guide broke off into the baseplate, confirming the complaint. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Instrument failure: the piece of drill guide that threads into the glenoid baseplate to hold the guide in place, broke off into the baseplate. Surgeon had to remove the baseplate with pliers and we had to open a new baseplate. No metal pieces remained in the patient. The metal piece broke off in the implant. And the implant was removed from the patient and replaced.